Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped, but it may have been exposed to perspiration. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 296 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Insulin pump received with minor scratches on display window, cracked case display window corner, broken reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.